Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during patient use the ventilator alarmed transducer fault. There was no harm as the patient was switched to alternate ventilation.

Manufacturer narrative:
Vyaire failure analysis lab technician was able to verify the customer's reported issue. The cause of the reported issue is that the solenoids are slow to respond.